Event description:
The user facility reported to terumo corporation that during cardiopulmonary bypass the oxygenator did not perform gas exchange well. The user facility noted that the color of the blood was dark and the po2 values of the blood gas samples were 45 - 58 mmhg. No known impact or consequence to patient. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
A visual inspection of the actual device revealed no anomalies or breaks. The sample was rinsed and dried and tested for gas transfer performance by circulating bovine blood at two different parameters. The results met specifications and the arterial blood was confirmed to have a bright read color when compared to the venous blood. A review of the device history record revealed no production related anomalies. The investigation results verified that the actual sample was within manufacturing specifications. From the available information, the cause of the complaint could not be determined definitely. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.